Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd received samples from the customer facility for investigation. Evaluation of the customer samples was performed and missing needle was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the stopper needle from a bd vacutainer® plastic urine collection cup was missing causing urine to leak due to the hole in the lid. There was no report of exposure, injury or medical interventions.